Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported ¿several months ago¿ he obtained readings of ¿171mg/dl¿ on the lfs meter compared to ¿105mg/dl¿ on a onetouch ultra2 meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 6pm, he passed out. The patient reported on (B)(6) 2013 between 6:30-7pm he had something to eat or drink as treatment. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and an approved sample site to obtain the samples. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he developed symptoms suggestive of severe hypoglycemia and required treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.